Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 8 years, 2 months due to mitral stenosis associated with a paravalvular leak. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review is currently in process. No other actions are possible at this time.